Manufacturer narrative:
Upon further review of this complaint by the legal manufacturer, this complaint event is not a reportable malfunction. Per the legal manufacturer's risk documentation there is little to no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The complaint file will be closed by olympus as not reportable.

Manufacturer narrative:
The olympus field service engineer (fse) noted there was no fluid leakage from the broken part of the plastic lid. The fse replaced the top plastic lid and stickers. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus field service engineer reported the endoscope reprocessor had a broken piece of the lid on the inside lip. This was discovered during annual preventative maintenance. There was no patient involvement or impact to patient care due to this event.